Event description:
This lead was implanted on (B)(6) 1994 and capped on (B)(6) 2012 due to impedances less than 200 ohms. It was noted that it was plugged into the ra port of the new device. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).